Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was failed following deployment of total firmware package on 1.4.4.2 or windows 10 devices. A product support engineer identified issues with the legacy full height drawers after the upgrade to firmware version 1.8.2.12. The firmware was downgraded to a previously stable version using knowledge article (ka) - legacy full height drawer no longer accessible after applying firmware 1.8.2.12, as a temporary mitigation to restore stability. The system will be upgraded again once a reliable firmware version becomes available. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie failure when deployment of total firmware package on 1.4.4.2 / windows 10 devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.